Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming infection, the device's one-step pacing cable was found damaged and unable to attach electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.